Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has damage. The customer's blood glucose level was unknown. Customer stated that the insulin shoots out of infusion set when priming. Customer stated that they change out batteries more frequently, received failed battery tests, rewind noise was louder and rewinds slower. The device will not be returned for analysis.